Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. There was no 510k in jde, trm part available. (B)(4). Device history records review was attempted. The report indicates that the: DHR review for: unknown part - lot number combination in our records. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original procedure of orif left hip on (B)(6) 2018, surgeon was trying to connect the nail to insertion handle and he cross threaded connecting screw into nail which caused nail not to connect properly to insertion handle. The 3.2 mm guide wire was sitting too low or too high in the nail. Upon using 6/9 stepped drill bit, the drill bit tip hit inside of the nail causing tip of the drill bit to break off into the patient into multiple pieces. Fragments were embedded in patient. Surgeon did not attempted to retrieve the fragments. Upon of insertion of helical blade, the guide wire advanced through the femoral head. Due to this occurring, the surgeon took out the helical blade, took out the guide wire and re inserted the helical blade without a guide wire. There was 2 min delay in procedure. Procedure was completed successfully and patient was reported as stable. Concomitant devices reported: insertion handle (part # - 03.037.012, lot # unknown, qty ¿ 1), helical blade (part # 04.038.310s, lot # h379767, qty ¿ 1). This complaint involves four devices (connecting screw, nail, drill bit, guide wire). (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: lxh. Concomitant medical products: part was received for investigation. A device history record (DHR) review was performed for part no.: 03.037.022, lot no.: f-18848. Manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 23.dec.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned drill bit (stepped reamer) was confirmed to have a broken tip. The oblique fracture occurred at the distal tip and the fragment(s) were not returned. Replication of the complaint condition is not applicable as the device is already broken. The following drawings were reviewed during investigation se_381683 rev h and g. The 03.037.022 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. For the returned device, the diameter of the cannulation near location of breakage was measured to be ø3.40mm which is within the specification of ø3.4mm +/-0.05 per se_381683 rev g. Measured using vermont gage pin (gp29). Risk assessment (B)(4) version a.176 line a30-160 addresses the acceptable risk and hazard of ¿instrument may break during surgery and result in creation of device fragments and debris about which the surgeon may not be aware of and as a result of which the fragments and debris are not retrieved from the surgical site¿ with cause of hazard of ¿inadequate strength of instrument¿ with possible harm of ¿adverse tissue reaction - moderate¿ which provides a moderate severity of harm ¿3¿ and an improbable probability of occurrence ¿1.¿ this is one of 49 complaints for this condition since 1/1/2008 of which 21,611 devices have been sold; however, per the sales and complaints document (B)(4) version a.13, a correction factor of 27 can be applied to estimate the minimum device usage over the lifetime of the product yielding an occurrence rate of (B)(4). The dcrm adequately addresses the complaint condition. Based on review of the DHR records there is no indication that any issues with material or material properties contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint condition is adequately covered by the dcrm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. It was previously reported on mwr-01032018-0000065329, that there was no 510k in jde, trm part available. However, the correct 510k is exempt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.